Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right atrial (ra) lead was noted to exhibit high capture threshold, low impedance measurements and loss of sensing due to the lead dislodgement as observed via fluoroscopy. The physician attempted to reposition the ra lead but was unable to extend the helix despite using two different hex wrenches. The ra lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, a helix mechanism issue, unacceptable threshold, failure to sense and low pacing impedance. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed through x-ray examination with the cause isolated to blood/tissue found in the helix region and the inner coil found over torqued inside the connector region consistent with procedural damage. The reported events of unacceptable threshold, failure to sense and low pacing impedance were not confirmed. Electrical testing found no conductor fractures or internal shorts. No other anomalies were seen.